Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 kept failing, which occurred with at least three to four medications in the same drawer. A field service engineer reseated the row board cubies and retractor bands in drawers 4.1 and 4.2 and also reseated the row board cubies on each tray. The drawers were tested in diagnostics and functioned properly. It was then found that main drawer 3.2 was sticking due to binding in the enhanced half-height drawer 3.2. Further evaluation revealed frame and cage misalignment, causing the drawer not to open fully and requiring force to open, with slide members off track. The field service engineer replaced the drawer, corrected the issue, and tested the station in diagnostics. The customer then tested the station in the medication application and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failing and this malfunction occurred with 3-4 medications in the same drawer. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.